Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of issue occurred. The philips remote service engineer (rse) called the customer and confirmed that the system has faulty power distribution unit (pdu). The system is not turning on due to faulty power distribution unit. Rse consulted the projects team to get a pdu of the new system that was in storge and ready to be installed. After installation of pdu of the new system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that due to a faulty pdu, the system was not turning on .the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.